Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the proximal set up joint (suj) to address the reported issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the proximal suj associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the unit triggered an error 319 at start up. As a fix the fiber optic cable will be replaced.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, error 319 occurred and the issue persisted even post power cycling three times. The customer contacted technical support to report the issue. The technical support engineer (tse) reviewed the logs and was able to identify error 319 pointing to system arm 1. The tse explained to the customer that the system could be in use with three arms but according to the customer, the surgeon decided to covert the procedure to laparoscopic surgery. Isi complete customer follow up and obtained the following information: the procedure was converted to laparoscopic surgery with no reported injury.